Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the 8015 not recognize channel on one side which was not identified during the customer call. The tech support advised that the issue could be also related to the logic board and also assisted with pn: 49000954 left iui board assembly. Recommended that the biomed contact com directly for depot repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8015 not recognize channel on one side. There was no patient involvement.